Event description:
The unit was returned because the cord began to emit sparks.

Manufacturer narrative:
The user reported that the switch failed and sparked. Our investigation found that the cord was broken and shorted. The pad was folded and bunched as if it were caught or crushed in something. Based on the condition of the pad, this unit was used in an unsafe manner that resulted in the failure of the power cord was well as the electronic switch. The supplier of the cord set has enacted several CAPA projects to improve the quality of the switch.